Manufacturer narrative:
This device is used for treatment, not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the waist pack (unknown serial number) was not returned for evaluation. Visual inspection of images provided by site revealed torn seam of waist pack shoulder strap. As a result, the reported event was confirmed. The most likely root cause of the reported event may be attributed, but not limited to, wear and/or to the handling of the pack. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer received information that the patient's waist pack had torn seams. The waist pack tested out of specifications during manufacturer's analysis. The waist pack was replaced. No patient complications have been reported as a result of this event.